Event description:
An occlusion alarm was reported by the customer, who had been experiencing multiple alarms. There was no adverse impact to the customer's blood glucose level. The pump was received for evaluation, where it was found to start, charge, and be recognized by the computer without alerts or alarms. It successfully loaded a cartridge and delivered a bolus, indicating it was in working condition. Despite this, the device was set to be returned, and a replacement pump with a new serial number was issued.